Event description:
Transesophageal echocardiogram (tee) demonstrated no significant paravalvular leaks, well seated and functioning valve. The patient tolerated the procedure well. The patient was transported to the ICU in stable condition. The patient was discharged in good condition pod #2.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 21 mm aortic valve underwent a valve-in-valve procedure due to aortic stenosis and regurgitation (insufficiency). Implant duration of the pre-existing surgical valve is approximately 12 years and 10 months. The tavr was performed with a 23 mm transcatheter valve. The procedure was successful. It was reported that the patient had no complications during recovery and was discharged home the next day.